Event description:
It was reported that the customer's insulin pump was off in the morning. Troubleshooting was performed. A new battery was inserted and the device alarmed motor error followed by a frozen display. Then the battery was removed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Motor was tested outside the device and passed. No motor error alarm noted. Intermittent button press noted during testing due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.